Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump power off on its during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information b3, d10 event date: asku. Corrected information b5: it was reported that a spectrum iq pump powered off during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Review of the event history log (ehl) found multiple "improper shutdown!" Messages in support of the customer-reported allegation of "turns off by self", however, an improper shutdown cannot be confirmed from ehl evidence alone as the problem may result from typical use of the device. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issues, with no action required to address the allegations. Device able to run three four minute infusion tests without incident, returned without customer battery, tested with known good battery and customer alternating current (ac) adapter. Evaluation did not observe any of customer allegations. The device was found to be within specification during testing. The reported condition of device powered off was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.